Event description:
An abbott rep stated that the customer is receiving an error code# 1118 (invalid test result, intercept too low) on pt samples on the axsym digoxin iii assay. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.